Manufacturer narrative:
Evaluation method. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a rash under the rear therapy electrodes. She reported that her doctor was allowing her to not wear the device at night and that she was following the doctor's instructions to treat it. The final medical outcome of the irritation is unknown. No allegation of a device malfunction contributing to the irritation.